Event description:
Customer reported to beckman coulter, inc. (Bec) that a patient's urine sample tested on the icon 25 hcg test device (lot number hcg2030364) returned a weak positive (+) hcg result while the serum quantitative test on a beckman dxc 600i returned a negative hcg result at < 5 miu/ml. Customer reported a retest was done on the same urine sample using an icon 25 hcg test device with the same lot number, hcg2030364 and an icon 25 hcg test device with another lot number. Customer reported the icon 25 hcg test device with same lot number, hcg2030364 gave a weak positive (+) hcg result while the icon 25 hcg test device with a different lot number gave a negative (-) hcg result. Customer reported they had to postpone the surgery due to the weak positive (+) hcg result. Customer reported surgery was performed on the patient after obtaining the negative serum quantitative result. Customer reported patient is doing "okay." Customer did not elaborate on the nature of the surgery that was performed on the patient.

Manufacturer narrative:
Evaluation method, conclusion : customer returned the unused icon 25 hcg test devices with lot number hcg2030364. Bec quality control department tested the unused icon 25 hcg test devices with lot number hcg2030364 returned by the customer. The devices performed as expected.